Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that the customer was hospitalized and was in coma on an unknown date with unknown blood glucose level. The customer¿s daughter reported that the customer was in hospital and insulin pump was taken off. She was asking how to turn insulin pump alarm off. The customer¿s daughter declined troubleshooting. Insulin pump and reservoir will be returned for analysis.